Manufacturer narrative:
(B)(4)

Event description:
Blade began shedding shortly after procedure began without any torqueing or bending of the blade. Additional information stated surgeon used 3 blades. They shed. As much particulate was removed as possible.